Manufacturer narrative:
(B)(4).

Event description:
It was reported that during review of an electrocardiogram this right ventricular (rv) lead exhibited high thresholds measuring previously 4v at 0.5 and currently the threshold measurement is 7.5v at 2ms. Testing was performed and the rv lead did have loss of capture confirmed. A chest x-ray was performed where the lead position was unremarkable, however the lead did have less slack than previously noted. An observation of intermittent loss of capture was confirmed with no sustained loss of capture for long periods. This patient is pacemaker dependent. Subsequently, a lead revision was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported.